Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. User facility medwatch reports #mw5111170 and #(B)(4).

Event description:
User facility medwatch report (# mw5111170) received that states: perclose prostyle vascular closure device by abbott broke in pt's [patient's] artery, causing retained foreign body. One of the footings broke prior to removal from the patient and was retained in the patient's artery, obstructing blood flow to the lower extremity. Pt was reintubated and cut down performed to retrieve rfo(retained foreign object). No permanent harm. Increased scarring in access site and pt needing to be reintubated. Additional user facility medwatch report #(B)(4) received that states: "perclose prostyle vascular closure device by abbott broke in pt. Artery, causing retained foreign body. Pt. Was reintubated and cut down performed to retrieve rfo." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.